Event description:
Customer reported negative nitrite results on the instrument whereas visual and microscopic results were positive. There was no injury reported due to this event.

Manufacturer narrative:
Customer is being offered to replace the existing instrument. Customer agrees to do that. The cause for the discordant nitrite results is unk.